Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that a blank screen and a continuous alarm occurred. A hard reset of the device was performed but it did not fix the issues. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: updated h6: health effect and evaluation codes: updated h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device has not been in for service in the previous year (device was last serviced in march 2021) and there was no indication of a service issue during the investigation. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a cracked right plunger case and no visible contamination. Functional testing found the device powered up with constant alarm with no display. Upload software from base unit (interconnect board) to head unit (main board) by performing power point process. Re-program firmware software version : v1.6.4. The root cause of the reported issue was found to be user error / device used improperly. Customer must have down load firmware software and did not complete upload process (firmware s/w from base to head). This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
Additional information was received by ICU medical and attached on 10 october 2022: no patient was involved.